Manufacturer narrative:
Batch review performed on 10 september 2021: lot 1906479: (B)(4) items manufactured and released on 31-oct-2019. Expiration date: 2024-10-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting instability due to laxity. The cause of laxity is unknown. About 7 months after the primary surgery, the surgeon revised the 40mm biolox delta head l to a 40mm biolox delta head xl. The surgery was completed successfully.